Manufacturer narrative:
Golden technologies replaced the damaged wheelchair arm and warned the end user not to drive the wheelchair on loose gravel again.

Event description:
End user said he was driving down a gravel driveway when the left caster wheel got stuck in the gravel and tipped the wheelchair over to the left. The end user experienced a non life threatening injury to the left arm and was hospitalized. The owner's manual specifically warns not to drive on loose gravel. Through user error, the pt tried to traverse the gravel driveway and tipped over the wheelchair causing this adverse event.